Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues. Updated information, normal warranty items and no patient involvement.

Event description:
It is reported that during surgery on an unknown date, a handle for hook or screw holder was chipped and two inline handles had the tips pulling off when removing the trials. No further information is available at this time. This report is for two inline handles from the same lot. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned because there was a separation of a component, the tip was pulling off. The product was received at service and repair who were unable to repair the device. No further information is available at this time. If any other information is received, it will be reported via a supplement.